Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. It was noted the lead had been implanted since 2012 and a device replacement was recently performed. A lead revision was planned. Technical services discussed the out-of-range impedance measurements could be due to a compromised lead or a connection issue. Before the revision, lead measurements were initially within normal range but after manipulation were again out-of-range. When the pocket was opened, the physician pulled gently on the rv lead and the terminal pin came out of the device header easily. After reconnecting the lead all measurement were taken several times and standard values were obtained. A connection issue was confirmed and the device and lead remain implanted and in service. No additional adverse patient effects were reported.